Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that on (B)(6) 2007, an implant was placed in the area of a missing tooth at tooth site #31. Patient returned on (B)(6) 2009, implant was torque tested within normal limits so was fully restored at that time. Patient returned on (B)(6) 2025 complaining that the implant was mobile. Upon examination, the implant was loose and had bone loss and was able to be removed with fingers only. The site was debrided and bone grafted with prp. Symptoms as a result of the event: bone loss.